Manufacturer narrative:
Evaluation summary: the analysis results found that one long60 device was returned with no visual non-conformances and with no cartridge present. The device was tested for functionality with a test cartridge and it achieved a complete 3-strokes fire without any difficulties noted. Event described could not be confirmed as the device achieved a complete firing cycle, the staples had a proper b shape and no cartridge was returned for analysis. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a lap roux-en-y procedure, some malformed staples were found at the distal end of the stapler. A new device was used to continue the case. There was no known consequence to the patient.